Manufacturer narrative:
(B)(4). Date sent 7/23/2025, d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information: stated that the surgeon has been using circular stapler over 20 years, he has been in the or with her over 100 times. She does hand assisted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the patient having issues with her knee? If yes, what are there? Has the patient had any metal allergy test? If yes, can you please share the results @ productcomplaint1@its.jnj.com. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was stated that post op to a low anterior resection the patient developed a leak. She used the ecs29b. Surgeon stated that the patient said she had a reaction to titanium knee replacement and that the patient believes she may be allergic to the titanium and which has caused her anastomosis to fail. The surgeon does not believe this to be true. Patient wants surgeon to test for titanium allergy before allowing reoperation. Managing with drain placed by ir.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? -diverticulitis what surgical procedure was performed? -lower anterior resection did the patient receive any preoperative chemotherapy or radiation? -no were there any issues experienced with the device in the initial surgical procedure? -no what healthcare professional fired the device and what is his/her experience with the device? -surgeon/20+ years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? -slightly past middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -yes was the device difficult to close? -no was the device difficult to fire? -no how may counter-clockwise revolutions of the adjusting knob were used to open the device? -2 full turns did the healthcare professional receive audible & tactile feedback when firing the device? -yes were the donuts inspected? If so, please describe. -2 full intact donuts was a complete transection of the white breakaway washer visually confirmed? -yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. -no. Tissue was very friable which is where leak happened. What is the current status of the patient? -she is home with a drain. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? -no. Surgeon does not believe the complication is due to device. Was a leak test performed? If so, what type and what was the result? -yes. She does the intraoperative air leak test where they fill the pelvis with saline and insufflate air through the rectum. Was the staple line visualized endoscopically during the initial surgical procedure? -yes how many days postoperative did the leak occur? -day 5 how was the leak identified? Bleed, so they did a scan what was observed at the site of the leak upon reoperation? -n/a how was the leak addressed? -drain is the patient having issues with her knee? If yes, what are there? -no has the patient had any metal allergy test? If yes, can you please share the results @ (B)(6) -surgeon requested allergy test for patient and does not know if patient has done the test until follow up.